Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set bent cannula event on (B)(6) 2026. The insertion site was the abdomen, and the infusion set had been in use for four days. The patient's blood glucose level was high, and treatment was administered through the insulin pump. No further information available.